Event description:
It was reported that during insertion of the iab through the sheath, the tip of the balloon began to bunch up, and the iab could not be advanced. As a result of this, the iab was removed. There were no pt complications.